Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that the intra-aortic balloon pump (iabp) worked for three hours, but the iabp alarmed system running on battery power; the ac cable was confirmed to be properly connected. The iabp was replaced with another autocat2 wave pump using the same ac cable. The second iabp worked properly. It is unknown if the power indicator and battery charged lamps were lit during the first three hours. The first pump was tested using two ac cables, but the power indicator and battery charged lamps did not light up. There were no reported patient injuries, intervention, or complications noted. The outcome of the patient is noted as "good." It is unknown if there was a delay in therapy.